Manufacturer narrative:
Concomitant medical products: product ID: 97792, lot# hg316nc, implanted: (B)(6) 2019, product type: accessory. Other relevant device(s) are: product ID: 97792, serial/lot #: (B)(4), ubd: 12/14/2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. Beginning on an unknown date, the patient was having discomfort due to the bi wing anchor at the surgical lead site being uncomfortable. The healthcare professional (hcp) went in an revised the pocket surgical site to reposition and re-anchor at the site of discomfort. An x-ray was taken intra-operatively on (B)(6) 2019 to make sure the leads maintained in the previous location because the patient was content with the offered coverage. The hcp re-sutured the anchor at the lead site for patient comfort. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.